Manufacturer narrative:
Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer would intermittently and inadvertently perform the load fill tubing sequence while connected to the site. On (B)(6) 2022 the customer's blood glucose (bg) level decreased to 20 mg/dl due to being connected while performing the load fill tubing sequence. Reportedly, the customer went to the emergency room and was treated with carbohydrates and intravenous fluids of saline. The customer was discharged four hours later with the issue resolved and no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Customer understood and acknowledged education. Recommendation was made to discuss diabetes management with a health care professional.